Manufacturer narrative:
Medical device expiration date: unknown. Date received by manufacturer: updated to 11/30/17 based on new information. Original awareness date 10/10/17. Device manufacture date: unknown. Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon examination, there were two specks of white material observed on the catheter tip. The material was identified to be non-foreign plug shavings. The plug shavings presence was determined to be caused by a manufacturing incident and is believed to have resulted during the assembly process. Equipment cleaning is performed by each shift to minimize the potential introduction of foreign and non-foreign matter to the products. Investigation conclusion: a review of the device history record could not be performed as a lot number was not provided for this incident. Received one unused unit without packaging material. The catheter tip was acceptable per specification and no holes, cuts or damage was observed. Observed there were two specks of white material present on the catheter tip. The material was identified to be non-foreign (plug shavings). Based on the visual evaluation performed it was observed a white material was visible on the catheter tubing. The material was identified to be non-foreign (plug shavings), but the catheter tip was acceptable per specification. Based on the evaluation performed, catheter tip integrity was acceptable with no damage; however a small white foreign matter was visible on the catheter tubing. The material was identified to be non-foreign (plug shavings). Root cause description: relationship of device to the reported incident: manufacturing the fm observed on the catheter tubing was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process.

Event description:
It was reported that white foreign matter was found on a the tip of a bd insyte¿ autoguard¿ bc shielded IV catheter during investigation. No injury or medical intervention.